Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. The device was not returned to kimberly-clark for analysis. We were unable to determine a root cause of this incident as no lot number was provided and the device was not returned. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "the toothette sponge disintegrates leaving particles - there is not a alot space between the top of the stick and the sponge". No reported patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).